Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that regardless of the setting the patient's shunt was set to, there appeared to be no difference. It was noted they were still working with a neurosurgeon to see what steps they needed to take next.